Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain and swelling, "rock hard", "inflammation", "capsule formation, pain, distortion and ¿bii". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient has reported pain and swelling in the right breast. Later patient report received via regulatory agency stated: ¿extreme pain in right breast and underarm. Right breast swollen, rock hard, inflammation...pain¿ and "insomnia and fatigue", unrelated to the device. Physician reported "capsule formation, pain, distortion and ¿bii". The device has been removed. This record relates to the right side.